Manufacturer narrative:
Evaluation method code: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion code: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue overgrowth; leaflets were encapsulated and there was no leaflet mobility. The condition of the leaflets could not be determined due to the overgrowth of host tissue. All commissures were stiff but the condition of the attachments could not be determined due to the overgrowth of host tissue. Remnants of pannus remained attached to the inflow, extending from the existing tissue and base stitching to all leaflets, significantly reducing the inflow orifice area. Thick glistening off-white pannus covered the entire outflow; adhering to all leaflets and commissures, restricting leaflet movement, an unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed small patches of mineralization in all commissural areas. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issue were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted for 20 months in the pulmonic position, was explanted due to a possible infection. It was reported that pt was suffering from fatigue and progressive echocardiography showed a rising gradient. A balloon valvuloplasty was conducted but did not help. It was reported that at explant calcification was identified.